Event description:
The manufacturer received information alleging an internal battery depleted alarm occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center it is determined that the device's internal battery needs to be replaced to address the issue.